Manufacturer narrative:
The actual device was returned for evaluation. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
This is event 1 of 2 of the same event . It was reported from (B)(6) that during a cholesteatoma ear, nose and throat surgical procedure, it was observed that the motor device had multiple intermittent failures and the console displayed an e8 system fault error code. It was further reported that a while later, the console displayed an e5 fault and was once again rectified by technician on-site. According to the reporter, this was also followed by smoke coming out from the console device which was presumed due to being over heated. The system was still functional after a pause of about 30 minutes. The e5 code was displayed two more times after which was noted due to loose connection between the handpiece and the console there was a thirty minute delays to the surgical procedure. It was reported that the case was completed using the same set. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the bearings, locking components, and cable/cord/wiring were damaged on the device. It was further determined that the device displayed an e8 error code temporarily, had liquid damage, and damaged motor and control unit. Furthermore, it was determined that the device failed pretest for handpiece temperature assessment, noise assessment, motor thermistor assessment and loctite and cable assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing/cleaning, which is use error. If additional information should become available, a supplemental medwatch will be submitted accordingly.